Event description:
Philips received a complaint by the customer on the v60, indicating that there was a cooling fan issue. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their device was stuck in a startup loop and the cooling fan was turning on and off every 4 seconds. The rse suspected the issue to be related to the battery connection. Onsite is currently pending.

Manufacturer narrative:
H10: a field service engineer (fse) went onsite and confirmed the reported issue. The fse replaced the battery and confirmed the reported issue was resolved. The fse replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.